Event description:
It was reported pump had downstream occlusion membrane damage. This event occurred during preventive maintenance. Photo samples was provided, which demonstrated the seal was compromised. There was no patient involvement and no harm.

Manufacturer narrative:
It was reported pump had downstream occlusion membrane damage. This event occurred during preventive maintenance. Photo samples was provided, which demonstrated the seal was compromised. There was no patient involvement and no harm.

Manufacturer narrative:
H6 - adverse event problem -medical device problem code was updated. The suspect pump was returned for evaluation. The event history log was reviewed, and no alarms related to the complaint were identified. No service history was recorded within the past 12 months. A visual inspection and functional testing were performed, revealing a cracked dso seal and a missing battery door and 46011 error code which is related to coin cell battery. The complaint was confirmed. The probable root cause was identified as a cracked dso seal. The dso seal requires replacement due to crack.